Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 6 of 6 on the home choice (hc). The home patient (hp) was connected at the time of the call and stated he did not disconnect at any time, there were no wet lines and the spare clamps were closed off. The bags were connected still. The technical service representative (tsr) explained the s/e 2240, cleared the alarms so the hp may open the door to remove the supplies. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement. No patient injury or medical intervention was reported.